Event description:
During the implant procedure the cardiomems delivery catheter was unable to advance through the tricuspid valve using femoral access. When deploying the device the delivery catheter coiled with the guidewire. The system was removed and the implant was reattempted with a second guidewire however the same issue occurred. Access was then obtained through the right jugular. A second cardiomems sensor delivery system was used and the implant was successfully completed.

Manufacturer narrative:
Corrected information: e1, e2, e3, e4 additional information: g3, h2, h3, h6 no device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.